Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the imprecise troponin I results was instrument malfunction. No reagent product issue was identified. The imprecision issue was instrument related and addressed by a service visit. A siemens healthcare field service engineer was dispatched to the site and performed repairs including replacement of the heterogeneous module (hm) pump cassettes. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Imprecise elevated troponin I (ctni) results were obtained on two patient samples on the dimension xpand plus hm system. The high results were reported to the physician. One patient was transferred to another facility. Siemens was later notified that a cardiac catheterization was performed on the transferred patient (B)(6) at the second facility. It is unknown if patient treatment was altered or prescribed on the basis of the imprecise elevated troponin I (ctni) results. There was no report of adverse health consequences as a result of the imprecise elevated troponin I (ctni) results.